Manufacturer narrative:
This MDR is filed retrospectively following form FDA 453 received by company. This device is no longer manufactured in this iteration by the company, and a new manufacturer has been engaged for future company products. The previous manufacturer was not meeting specifications.

Event description:
On (B)(6) 2004, (B)(6), md performed stent implantation. After procedure the stent malfunctioned as a result of pt coughing, and the stent was expelled from the trachea by the pt.